Manufacturer narrative:
Device remains implanted

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 2 months post-op where imaging revealed a possible type ia endoleak. Physician has elected to monitor patient and wait for feedback regarding imaging before scheduling a re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported events of the type ia endoleak. Additionally, clinical assessment identified intraoperative acute thrombosis left femoral artery and subsequent open surgical repair with patch endartarectomy. The most likely cause of the loss of seal could not be determined. There were no cautionary or off-label product conditions that might have contributed to the proximal leak. No user or procedure related issues were determined. The most likely cause for the procedure-related acute thrombosis of the left common femoral to popliteal bypass graft occlusion was the mis-firing of the non endologix vascular closure device. An exacerbating factor was the pre-existing condition of the iliac; user error was not suspected. Cautionary and off label product use was not detected. Associated harms for this event include: thrombosis/occlusion; and, an additional surgical procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.